Event description:
The customer contact reported that the device powered off by itself without alarming. The device was returned to the biomedical department with a note that stated, "kicks off when you hit start." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt effects or delays of critical therapy. During testing at the user facility, the device powered off by itself without alarming. No additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.